Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient no longer uses this recharger, but charging was a pain in the butt, explaining that it was difficult to even find it, had to make sure you don't move. Patient was having a hard time keeping a charge on it, wouldn't charge all the way, then it died and got end of service (eos). Patient said she noticed these difficulties recently, last year. Patient programmer (pp) was confusing, noting that she felt this way the whole time she had it. Patient no longer uses this pp, so no troubleshooting can be done. No further complications were reported. Omitted information regarding pe (B)(4) - software problem screen-intellis.